Event description:
The patient experienced a possible embolism due to atrial fibrillation, and became agitated and confused. On (B)(6) 2010 a ventricular impedance of less than 200 ohms was observed and intrinsic rhythm was not sensed. On (B)(6) 2010, cardiac arrest occurred, suspectedly caused by a pacing spike falling on a t-wave. The system was explanted to prevent further inappropriate pacing. V-lead insulation damage was noted at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.